Manufacturer narrative:
D4: catalogue number and lot number updated. H6: the quality investigation is complete.

Event description:
It was reported that during testing, a broken blade was stuck in a handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing, a broken blade was stuck in a handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.